Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed and show likely periprosthetic lucency surrounding the tibial component as well as eccentric positioning of the tibial component within the diaphysis, suggesting loosening, however, this was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently revision arthroplasty was indicated due to unknown reasons. No additional information is available.